Manufacturer narrative:
Not returned to the manufacturer.

Event description:
The manufacturer received information alleging a failure of a ventilator's external flow sensor. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a failure of a ventilator's external flow sensor. The device was not in patient use. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. Additional failures observed that the connectors were in good condition, the case and other parts are contaminated with dust and cosmetic damage, so it will need to be replaced.